Event description:
It was reported that during an open distal gastrectomy, staples were malformed at the 2nd firing when the gastric body was resected. Some staples were unformed. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). No device will be returning. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.